Event description:
It was determined that the patient¿s vad is an abbott product. Lvad driveline infection (staph epi; e. Faecalis; eikenella corrodens; corynebacterium) with fever and sepsis/septic shock. Intravenous antibiotics were required. Patient hospitalized since (B)(6) 2023. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).